Event description:
The physician reported that during a follow-up performed on (B)(6) 2013, the device was found in standby mode (backup mode). After device re-initialization, aberrant battery impedance value was displayed. The device was interrogated again on (B)(6) 2013: battery impedance value was within normal range., but no diagnosis date was stored in device memories.

Manufacturer narrative:
(B)(4) 2014. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.